Event description:
Event description boston scientific received information that this transvenous right ventricular lead dislodged due to 'twiddler syndrome". The lead was explanted and replaced with a competitor's model.